Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During reverse shoulder procedure, the pilot wire jammed in the guide and would not go through.

Manufacturer narrative:
Corrected data: the device was not returned. An event regarding seizing involving a pilot wire was reported. The event was not confirmed because the device was not returned. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were received. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact case of the event could not be determined because the device was not returned. Visual or function test could not be completed to determine why the product seized. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During reverse shoulder procedure, the pilot wire jammed in the guide and would not go through.